Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, as the sheath was passing through the septum, the patient developed bradycardia which turned into asystole and cardiac arrest. A coronary sinus catheter began pacing the heart and the patient recovered. The case was then aborted. No further patient complications have been reported as a result of this event.